Event description:
When the device was powered on, the defibrillator spontaneously charged to 200 joules without operator actuation of the paddle charge switch. The reporter indicated that there were no adverse affects to operator or pt under treatment resulting from the alleged device malfunction.